Event description:
As the dr applied a fallopian tube clip during a laparoscopic tubal sterilization procedure, a small amount of space was seen between the metal spring and the plastic jaws. A second clip was applied to the tube using another applicator. No pt problems were reported.